Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll australia. The customer's report was not replicated or confirmed. The device was subjected to functional stress testing with no errors. An internal inspection found no discrepancies. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not been identified an increase in trend.